Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed product analysis. Based on the results of this investigation, no escalation is necessary. 72400024 1000206677 balloon fgs 61-70 cm device incontinence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was not confirmed product analysis. Based on the results of this investigation, no escalation is necessary. 72404131 1000191370 belt cuff fgs 4.5 cm iz device incontinence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was not confirmed product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a reimplant surgery of his artificial urinary sphincter (aus) due to unknown reasons. A new aus was implanted. No information about previous device is available. No information about the patient outcome is available at the moment. Additional information was received. Previous device was explanted due to infection. Should relevant additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
72400024, 1000206677, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic. 72404131, 1000191370, belt cuff fgs 4.5 cm iz, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient underwent a reimplant surgery of his artificial urinary sphincter (aus) due to unknown reasons. A new aus was implanted. No information about previous device is available. No information about the patient outcome is available at the moment. Additional information was received. Previous device was explanted due to infection. Should relevant additional information be received, a supplemental report will be submitted.